Manufacturer narrative:
(B)(4). The correct catalog number is 14324_97.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, visual analysis, concomitant product evaluation and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Trending analysis by lot number was reviewed from 05/05/2016 to 10/31/2016 and trending was not exceeded. One suspect positive bi was received. There is yellow media in the vial with which to confirm the suspected positive result. However, no anomalies were observed that would contribute to a positive bi result. The ci disc is golden in color, indicative of peroxide exposure. There is a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification an issue with the performance of sterrad® 100s unit, serial number (B)(4), is unlikely since the cycle passed and the ci changed appropriately. Additionally, the subsequent bi was negative for growth. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.